Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case details, approximately eighteen (18) months after a total knee arthroplasty surgery with legion hk gd motion isrt 15mm sz 4-5 lt and legion hk 15mm bolt - sleeve components, the patient reportedly ¿sustained an unspecified infection.¿ a subsequent revision (with exchange of the components) was performed, and an incision and drainage was reportedly performed to treat the unspecified infection. However, it was reported per a case communication, ¿the cause of the infection and insert exchange was not fault of the smith-nephew products initially implanted per the surgeon.¿ the patient impact beyond the reported cannot be determined. However, ¿the patient left surgery in good health.¿ therefore, no further clinical/medical assessment can be rendered. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that late deep wound sepsis and/or low-grade synovitis has been identified in the possible adverse effects section. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery performed on (B)(6) 2021, the patient sustained an unspecified infection. A revision surgery was performed on (B)(6) 2023 to exchange the legion hk gd motion isrt 15mm sz 4-5 lt and legion hk 15mm bolt - sleeve to address this complication. The I & d was done to fight off infection. The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).